Event description:
Tech alleged that the brakes would engage but the brake caster on the head end would swivel around. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster with an upgrade kit assembly to resolve the issue.